Manufacturer narrative:
(B)(4). The customer reported the battery does not work and the device did not power-up after 20 hours of charging. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the battery does not work and the device did not power-up after 20 hours of charging. There was no pt involvement.